Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she received a replacement insulin pump and is still receiving no delivery alarms. Customer has gone through eight infusion sets. Customer was instructed to disconnect at the quick release and perform fixed prime; insulin did exit. Then instructed to disconnect and reconnect the reservoir and infusion set; insulin exits, but there is greater than normal resistance with plunger push. Customer stated that there was a something floating in the bottle of insulin; insulin was cloudy. It was noticed that the reservoirs are expired. Customer was advised to dispose them. Blood glucose value is 300 mg/dl; treated with manual injection. Nothing further reported.